Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the device bag tore.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the bag was disengaged and cinched. The ring was separated, with the black shrink wrap broken under tension. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer¿s quality release specifications at the time of manufacture. Replication of the broken ring condition may occur when an obstruction is introduced inside the metal ring. An obstruction can occur when an instrument, extraneous materials, or the cinched bag itself interferes with the retraction of the ring. In this case, the black shrink tube fails during retraction, but the black shrink tube remnant remains on the ring. The average force required to replicate condition has been measured at 14 lbs. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.